Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed oversized air bubbles in the coagulant promoter. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. The photos showed multiple tubes with air bubbles in the separation gel. A total of 30 retained samples were visually inspected, and all samples passed the inspection without any issues related to gel defects. A review of the device history record indicated a related quality notification was raised however, the lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode gel airbubbles. The root cause has been identified as air in the gel dispensing lines from the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the customer noticed oversized air bubbles in the coagulant promoter. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.